Event description:
The lay user/patient contacted lifescan (lfs) on his one touch ultra 2 meter. A medical affairs specialist (mas) mailed a letter to the patient since the user could not be reached for further clinical information. Mas also listened to the recorded call and obtained the following information: on october 16, 2006, the patient tested his blood glucose and obtained a 110 mg/dl at 6:02 am. At the time of testing, the patient experienced symptoms, which consisted of dry mouth, frequent urination, vomiting. He drank fluids. He claims he went to the bathroom again and almost passed out. The patient's parents decided to take him to the ER. On the way to the ER, his mother treated him with 5 units of humalog. At 7:00 am in the ER, the patient's blood glucose reading was 360 mg/dl and was treated with IV fluids. The technique of applying blood on the test strip was correct. A quality control test was not done, since the patient did not have the subject test strips with him to troubleshoot. Customer care advocate (cca) sent the patient a replacement meter and testing supplies. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the incident and how long the patient was in the ER. The complaint is being reported because the patient's symptoms did not reflect his meter reading. The patient was treated for hyperglycemia in the ER.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.